Manufacturer narrative:
Olympus followed up with the user facility to obtain additional information regarding the report, but no further information was provided. The subject device was returned to olympus for evaluation. The evaluation found that the endoscope was leaking, and there was a hole noted in the insertion tube 53 cm from the distal end. There was fluid present in the bending section, electrical connector and endoscope connector of the device, and the unit displayed image difficulties. Based upon the results of the evaluation, the image difficulties likely resulted from fluid invasion due to a cut in the insertion tube, likely related to user handling. The device has been refurbished. This report is being submitted as a medical device report in an abundance of caution.

Event description:
The user facility reported during a diagnostic procedure, the users reportedly experienced a loss of image. There was no patient harm reported. The procedure was completed with a different, but similar device.